Event description:
The user facility reported that the distal portion of the IV catheter tubing became detached during removal. The following information was provided by the user facility: the IV catheter has been placed near the antecubital fossa when the patient was admitted for emergency treatment; during attempted removal of the catheter the following day, it was noted that the catheter was ¿stuck in the vein; the catheter was flushed with heparin solution, and then, another attempt was made to pull the catheter out of the entry site; reportedly, the distal portion of the catheter became separated during the repeated removal attempt, and remained in the patient; and a surgical cut-down procedure was performed, and the detached material was successfully retrieved.

Manufacturer narrative:
(B)(4). Results: is based upon evaluation of the returned sample and user facility information; is based upon evaluation of reserve samples conclusions: is based upon evaluation of the returned sample and user facility information; is based upon evaluation of reserve samples visual examination of the returned sample confirmed that the distal portion of the catheter tubing had been completely detached approximately 17mm from the hub. Microscopic examination revealed: the edges of the tubing adjacent to the point of separation is somewhat smooth in 1 area with the shape of a "v"; and the remainder of the tubing edges adjacent to the point of separation are jagged with evidence of stretching of catheter material prior to complete separation. The user facility was unable to determine the specific lot number involved, but stated it may have been one of two (lot number 120507e or lot number 121119e). In order to be thorough, both lots were included in the evaluation as being potentially involved. A review of the device history records indicated that there were no production related problems for these lot numbers. Evaluation of reserve samples from both potentially involved lots confirmed there were no anomalies or defects there is no indication that there was any relation to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with the catheter having been partially damaged / severed by contact with a sharp object (such as the introducer needle bevel) during the initial catheter placement, then becoming completely separated when it was pulled during the repeated removal attempts. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not attempt to re-insert a partially or completely withdrawn needle." All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).